Event description:
During a kent fascicle ablation procedure using a therapy cool path ablation catheter, the irrigation port of the catheter was leaking. Approximately 30 minutes into the procedure after several successful lesions were placed, the physician noted the power on the generator would not go above 2 watts. Visual assessment of the catheter revealed the irrigation port was broken and leaking. There were no consequences for the patient.

Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a follow-up report will be submitted.